Manufacturer narrative:
Reporter did not provide involved device or photographs of the device, therefore a visual inspection could not be completed. A product history review could not be performed because the lot information of the affected material was not provided. Without lot information or more information about the event, a root cause could not be determined. Discarded by facility.

Event description:
Report received of a deep tissue injury while primafit device in place. The following details were provided from a medsun report (B)(4) and additional information provided by reporter. The reporter stated a patient was admitted to the hospital on (B)(6) 2020 from an assisted living facility with a necrotic sacral wound on the left and right sacrum with reddened surrounding skin. The patient was alert and oriented but had urinary incontinence so a primafit device was applied. When asked, the reporter was unable to confirm if the device was in use at the assisted living facility prior to admission to the hospital. The device was in place for an unknown amount of time when a deep tissue injury was noted where the plastic end of the device touched the skin in the perineum on the date of admission to the hospital. The deep tissue injury was described as ¿intact skin with yellow slough just under the surface of the skin¿. Reporter was unable to confirm whether treatment was provided for the deep tissue injury. Patient was discharged from the hospital on (B)(6) 2020. The involved device was discarded by the facility and no lot information was provided. Although requested, no additional information was available.